Manufacturer narrative:
Customer service sent a replacement pump to the customer. During a clinical assessment of the complaint, the customer was contacted for add'l info. The customer indicated that she had been pumping for premature twin infants and developed mastitis while using the pump. She visited a physician, who diagnosed her with mastitis and prescribed an antibiotic (x10 days), which resolved the mastitis. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. The breast pump was returned by the customer for testing/analysis. In summary, the pump performed its intended function and it met its performance specs. Based on the fact that the pump was not out of spec, it cannot be definitively concluded that the pump caused or contributed to the mastitis. We will monitor complaint for similar issues. Eval summary: the pump was visually examined and the following were noted: pump type: pump in style advanced. Pump mfg on: 01/13/2011 on work order # (B)(4). Circuit board data: medela part #9007040a; MFR part # w541; lot code 0349 (1); software version 5.2. Ac adapter medela part # 9207010. Vacuum levels were measured using a keyence gauge and cycle counts were determined by counting the number of cycles over a one minute period as measured with a stop watch and the following were the results (note: the pump ran for 30 seconds before any measurements were taken). Vacuum and cycle specs for the pump are as follows: the pump functioned properly throughout the experiment.

Event description:
The customer reported to customer service that she was pumping for premature twins but stopped because she developed mastitis and "other problems."